Event description:
During a coronary stenting treatment procedure, crossing difficulties were encountered with the express2 stent. It is unknown if the lesion was pre-dilated. The physician experienced difficulty crossing a somewhat tortuous rca lesion with a 24 x 4.0 mm express2. The 24 x 4.0 mm express2 was removed and another manufacturer's stent was successfully deployed. A second 24 x 4.0 mm express2 was advanced. The physician intended to place it proximal to the first stent. The physician was still unable to cross the lesion. While attempting to remove, some resistance was encountered. The physician elected to remove the entire system and the stent dislodged in the femoral artery near the sheath. The stent was located and removed with a snare. Pt status is listed as "okay".